Manufacturer narrative:
(B)(4). The tech support engineer (tse) troubleshot this issue with the customer over the phone and recommended to replace the psol valve. The customer followed the tse recommendations and the psol was replaced. The unit passed all testing and operates within the manufacturing specifications. Covidien was not authorized to service the device.

Event description:
It was reported that an, 840 ventilator generated an error which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time the malfunction occurred.